Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab found damage to the electrode. Initially it was reported that the thermocool® smart touch¿ electrophysiology catheter would not deflect. The catheter was replaced with another one. The procedure was completed and there was no patient consequence. The curve inadequate issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On november 19, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the distal tip was kinked at approximately 1.3cm and ring 3 was found bent. On december 12, 2019, after further analysis and testing, it was confirmed that the peek housing and ring #3 were found bent and squashed. It was also found that the polyurethane (pu) was lifted, leaving exposed the internal side of ring. The damaged electrode was assessed as a reportable malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on december 12, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is december 12, 2019.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab found damage to the electrode. Initially it was reported that the thermocool® smart touch¿ electrophysiology catheter would not deflect. The catheter was replaced with another one. The procedure was completed and there was no patient consequence. The curve inadequate issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The device was inspected, and the distal tip was observed kinked and ring #3 was observed bent. During the second inspection, the polyurethane (pu) that covers the ring edge was observed lifted, leaving exposed the internal side of the ring. A deflection test was performed, and it was found within specification, the catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device with lot number 30229356m, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the tip area cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling/ shipping of the device; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).